Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous ckmb and troponin (accu tni) results on four different patients' samples. Subsequent testing produced results in different clinical ranges. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples for ckmb testing were serum. Ckmb qc was performed prior to, between and after the event and was within the customer's established ranges. Accutni qc was performed prior to and after the event and was within the customer's established range. A system check performed on (B)(4) 2010 met specifications after the customer put on a new set of aspirate probes. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the connection between the peri pump tubing and the aspirate probe tubing was not fully seated. The loose connection was drawing an air and not completely aspirating the reaction vessels (rvs). Although hardware issues were addressed, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.